Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to multiple dose injections for insulin therapy and a replacement pump was sent.